Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor (uas) latch was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed by the perfusionist (ccp). The ccp stated they did not keep the latch to return. The customer was sent a replacement latch. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.